Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dressing was never used by the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that when the carrier #4 was pulled hard to peel off from the film, it delaminated and thin layer left on the film. Most of products in the carton were affected (3 dressings confirmed). No patient harm. No delay. Backup dressings were available.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Complaint samples were received and assessed. They were pasted onto the arm and the non adhesive tab at the end of the dressing was lifted to peel the carrier from the dressing. The carrier was hardly separated from the soft film and some of the samples showed carrier delamination and a thin layer left on the film. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in process inspection method optimised for carrier peeling. The delamination will also be raised with the raw material supplier. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.